Event description:
Patient presented to the or for normal eri change out. Externalized conductors were observed via fluoroscopy. Noise was reproducible with lead exercises. Sensing anomaly was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.